Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch mark. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that it was noted that the fiber tip was damaged and the fiber tip was not cleaned during the procedure.

Event description:
It was reported that half way through a bph procedure, of a 40 gram prostate, the fiber started to fire forward. The fiber was exchanged and the second fiber was utilized to complete the procedure. No injury was reported.